Event description:
The customer reported that the pump battery was depleting too quickly, but this did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to uninstall and reinstall the mobile app and to monitor battery depletion. The customer acknowledged the instructions and agreed to follow up if the battery depletion exceeded 35% per day.